Event description:
Mw5109823- carter thompson port closure system with polysorb tie placed. When physician removed from fascia, there was a piece broken off and retrieved. FDA safety report ID # (B)(4). No clinical signs, symptoms or conditions to patient. Initial reporter- (B)(4). 1216677-2022-00182 c-t ii port closure 10-15 cti-1015p e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical, inc is currenlty investigating the reported condition.

Event description:
Mw5109823- carter thompson port closure system with polysorb tie placed. When physician removed from fascia, there was a piece broken off and retrieved. FDA safety report ID # (B)(4). No clinical signs, symptoms or conditions to patient. Initial reporter- (B)(6). 1216677-2022-00184 c-t ii port closure 10-15 cti-1015p e-complaint (B)(6).

Manufacturer narrative:
(B)(6) 2022 corrected data : submission name . Coopersurgical, inc is currenlty investigating the reported condition.

Manufacturer narrative:
Investigation: no sample returned: review DHR. *analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on (B)(4) 2022 under wo # (B)(4). Manufacturing record review: DHR 318196 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: n/a. Service history record: n/a. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Damage was confirmed on 2 complaints and determined to have been due to end user error. Other descriptions of damaged units on compliant were noted but not confirmed product receipt: the complaint unit has not been returned to coopersurgical. Visual evaluation: a visual evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: an evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no definitive root cause for this issue could be reliably determined at this time. Corrective actions: a review of lot #318196 confirms no other units were in stock to review at the time of this complaint investigation. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training is required. *was the complaint confirmed? No.

Event description:
Mw5109823- carter thompson port closure system with polysorb tie placed. When physician removed from fascia, there was a piece broken off and retrieved. FDA safety report ID # (B)(4). No clinical signs, symptoms or conditions to patient. Initial reporter- (B)(6). 1216677-2022-00184-2 c-t ii port closure10-15 cti-1015p (B)(4).